Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe, disabling and strong abdominal pain, which did not allow her to have a normal life, impedes to have sexual intercourse, do exercise, and sleep on supine position / abdominal pain since essure insertion / pain does not relief with analgesics") and salpingitis ("mild chronic inflammation in left tube / uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with iud, termination of pregnancy - elective on (B)(6) 2013, endometrial disorder, multigravida (4 gestations), parity 3 (3 childbirths), pneumothorax, uterine dilation and curettage, pelvic pain, menstruation irregular (has never had normal menstrual periods since the abortion in apr-2013) in july 2013, laparoscopy on (B)(6) 2015 and non-smoker. It was denied allergies, peripheral arteriopathy of thrombosis, arterial hypertension, diabetes, dyslipidemias and anticoagulation. No current treatment at the time of this report. Previously administered products included for an unreported indication: ovoplex, edelsin and cerazet. Concurrent conditions included sinus disorder. Concomitant products included levonorgestrel (mirena) since october 2011. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("persistent abdominal distension"). In 2015, the patient experienced menstruation irregular ("irregular menstrual periods") and polymenorrhagia ("hyper-polymenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstrual disorders / alteration of menstrual cycle"), post procedural discomfort ("discomfort associated to essure insertion"), adnexa uteri cyst ("right paraovarian cysts / right fallopian tube with two paraovarian cysts of 3 and 4 cm") and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (complete bilateral essure extraction and bilateral salpingectomy on (B)(6) 2016, without incidences). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved, the abdominal distension was resolving, the menstrual disorder had resolved with sequelae and the menstruation irregular, polymenorrhagia, post procedural discomfort, adnexa uteri cyst and salpingitis outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, menstrual disorder, menstruation irregular, polymenorrhagia and post procedural discomfort to be related to essure. The reporter commented: on (B)(6) 2013 endometrial assessment through echography. Appointment scheduled on 07-nov for essure insertion. Previously patient will take valium and ibuprofen. In oct-2013 - eco2d: without findings. Eco3d: regular uterine fundus was visualized in coronal section and 3d reconstruction, uterine cavity without clefts, both tubes in right position, without visualizing apparent malformations. Minimum hyperechogenic intramyometrial image in the uterine fundus with certain ascending trajectory that could be a result from a surgical complication of vtp, without confirmation. On (B)(6) 2013 bilateral insertion of essure without complications was performed. Right 5 rings in cavity, and left 2 rings in cavity. In 2015 use of oral contraceptives was proposed for menstrual cycle control (zoely 1/24h since the first day of the next menstrual period). The possibility of an attempt to remove essure using lps (laparoscopy) was explained to her, with hysterectomy risk and the possibility that, despite this, her symptomatology will not improve. Abdomen and pelvis mnr (interpreted as nuclear magnetic resonance) was requested. On (B)(6) 2016 patient required surgical procedure in order to remove essure, and as consequence of this intervention, patient suffered a bilateral salpingectomy after which all serious symptomatology disappeared. She was recommended to wash surgical wounds with soap and water and to schedule an appointment in gynecology to see evolution and results. On (B)(6) 2016 pathological anatomy tests were performed. Uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds. When cutting, the nodular formation was cystic and of smooth internal surface. On (B)(6) 2016 patient had medical appointment. She was in good general health, asymptomatic since essure removal, abdominal distension had decreased and she did not have abdominal diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: normal insertion of essure at 25 mm. On abdominal x-ray, extra-uterine iud (mirena) was observed on the right flank/side, for which laparoscopy was recommended for extraction.. Hysteroscopy - in september 2013: results: morphology nonassessable due to presence of irregu. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2015: results: essure normally inserted without complication sign. Right paraovarian cysts, and no other remarkable findings.. Pathology test - on (B)(6) 2016: results: left uterine tube of 5.8cm of length and 7mm. Ultrasound scan - in september 2013: regular uterus, normal ovaries, volume augmentation, endometrium looks linear, but cavity was distended by 11 mm of material. The image was interpreted as placental polyp remains. Hysteroscopy - morphology: nonassessable due to presence of irregular formation which occupies from right to left uterine canto, that suggests (given the clinical context) retained deciduocorial products, lax consistency, except in some places where it is harder (possibly metaplasia). It resects and was send to pathological anatomy. The cavity was distorted ex-post. Essure insertion was differed by the physician.; in november 2015: endometrium 8mm, econormal ovaries. At right adnexal level, two econegative images, one of 15 and other of 25mm, compatible with paraovary cysts. Douglas free.. Ultrasound scan vagina - on an unknown date: uterus and adnexa in anteflexion with hysterometry of 79x47 mm and inhomogeneous endometrium of 8 mm. Normal size and shape. No adnexal pathology or free fluid is visualized.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's initials added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("disabling and strong abdominal pain, which did not allow her to have a normal life, impedes to have sexual intercourse, do exercise, and sleep on supine position / abdominal pain since essure insertion / pain does not relief with analgesics") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy with iud on (B)(6) 2013, termination of pregnancy - elective on (B)(6) 2013, endometrial disorder, multigravida (4 gestations), parity 3 (3 childbirths), pneumothorax, uterine dilation and curettage, pelvic pain and menstruation irregular. Previously administered products included for an unreported indication: edelsin and cerazet. Concurrent conditions included sinus disorder. Concomitant products included levonorgestrel (mirena) since 2011. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menstruation irregular ("irregular menstrual periods") and polymenorrhagia ("hyper-polymenorrhea"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("persistent abdominal distension"), menstrual disorder ("menstrual disorders"), discomfort ("discomfort associated to essure insertion") and adnexa uteri cyst ("right paraovarian cysts / right fallopian tubes with two paraovarian cysts of 3 and 4 cm"). The patient was treated with analgesics and surgery (bilateral salpingectomy on (B)(6) 2016, without incidences). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved, the abdominal distension was resolving, the menstrual disorder had resolved with sequelae and the menstruation irregular, polymenorrhagia, discomfort and adnexa uteri cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, discomfort, menstrual disorder, menstruation irregular and polymenorrhagia to be related to essure. The reporter commented: on (B)(6) 2013 endometrial assessment through echography. Appointment scheduled on (B)(6) for essure insertion. Previously patient will take valium and ibuprofen. On (B)(6) 2013 bilateral insertion of essure without complications was performed. Right 5 rings on cavity, and left 2 rings in cavity. In 2015 use of oral contraceptives was proposed for menstrual cycle control (zoely 1/24h since the first day of the next menstrual period). Abdomen and pelvis mnr (interpreted as nuclear magnetic resonance) was requested. On (B)(6) 2016 patient required surgical procedure in order to remove essure, and as consequence of this intervention, patient suffered a bilateral salpingectomy after which all serious symptomatology disappeared. On (B)(6) 2016 patient had medical appointment. She was asymptomatic since essure removal, abdominal distension had decreased and she did not have abdominal pain. The patient did not start zoley, and refers two normal menstrual periods after essure removal. A case for mirena was already created (see also linked case #(B)(4)). Diagnostic results: physical exploration previous to essure insertion: hematic remnants. Cervix: multiparous, closed, bleeding on cavity. Anteverted uterus. On (B)(6) 2014, during control appointment - normally inserted essure at 25 mm. On x-ray, extra-uterine iud (mirena) was observed on right flank, for which laparoscopy was recommended for extraction. In 2015, abdomen physical exploration: soft, depressible, painful at palpation on right iliac fosse. In (B)(6) 2015 - nmr results were provided: essure devices normally inserted, without complication signs. Right paraovarian cysts. Unspecified dates after essure insertion, a lot of medical appointments due to disabling and strong abdominal pains. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2018: relevant history section was updated, information about laboratory tests were provided and mirena was added as concomitant drug. Also the events "discomforts", "irregular menstrual periods", "hyper-polymenorrhea", "right paraovarian cysts" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe, disabling and strong abdominal pain, which did not allow her to have a normal life, impedes to have sexual intercourse, do exercise, and sleep on supine position / abdominal pain since essure insertion / pain does not relief with analgesics") and salpingitis ("mild chronic inflammation in left tube / uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy with iud, termination of pregnancy - elective on (B)(6) 2013, endometrial disorder, multigravida (4 gestations), parity 3 (3 childbirths), pneumothorax, uterine dilation and curettage, pelvic pain, menstruation irregular (has never had normal menstrual periods since the abortion in (B)(6) 2013) in (B)(6) 2013, laparoscopy on (B)(6) 2015 and non-smoker. It was denied allergies, peripheral arteriopathy of thrombosis, arterial hypertension, diabetes, dyslipidemias and anticoagulation. No current treatment at the time of this report. Previously administered products included for an unreported indication: ovoplex in (B)(6) 2013, edelsin in (B)(6) 2013 and cerazet in (B)(6) 2013. Concurrent conditions included sinus disorder. Concomitant products included levonorgestrel (mirena) from (B)(6) 2011 until (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("persistent abdominal distension"). In 2015, the patient experienced menstruation irregular ("irregular menstrual periods") and polymenorrhagia ("hyper-polymenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstrual disorders / alteration of menstrual cycle"), discomfort ("discomfort associated to essure insertion"), adnexa uteri cyst ("right paraovarian cysts / right fallopian tube with two paraovarian cysts of 3 and 4 cm") and salpingitis (seriousness criterion medically significant). The patient was treated with analgesics and surgery (complete bilateral essure extraction and bilateral salpingectomy on (B)(6) 2016, without incidences). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved, the abdominal distension was resolving, the menstrual disorder had resolved with sequelae and the menstruation irregular, polymenorrhagia, discomfort, adnexa uteri cyst and salpingitis outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, discomfort, menstrual disorder, menstruation irregular and polymenorrhagia to be related to essure. The reporter commented: on (B)(6) 2013 endometrial assessment through echography. Appointment scheduled on (B)(6) for essure insertion. Previously patient will take valium and ibuprofen. On (B)(6) 2013 bilateral insertion of essure without complications was performed. Right 5 rings in cavity, and left 2 rings in cavity. In 2015 use of oral contraceptives was proposed for menstrual cycle control (zoely 1/24h since the first day of the next menstrual period). The possibility of an attempt to remove essure using lps (laparoscopy) was explained to her, with hysterectomy risk and the possibility that, despite this, her symptomatology will not improve. Abdomen and pelvis mnr (interpreted as nuclear magnetic resonance) was requested. On (B)(6) 2016 patient required surgical procedure in order to remove essure, and as consequence of this intervention, patient suffered a bilateral salpingectomy after which all serious symptomatology disappeared. She was recommended to wash surgical wounds with soap and water and to schedule an appointment in gynecology to see evolution and results. On (B)(6) 2016 patient had medical appointment. She was in good general health, asymptomatic since essure removal, abdominal distension had decreased and she did not have abdominal pain. The patient did not start zoely, and refers two normal menstrual periods after essure removal. A case for mirena was already created (see also linked case #(B)(4)). Diagnostic results: on an unknown date - physical exploration previous to essure insertion: hematic remnants. Cervix: multiparous, closed, bleeding on cavity. Ultrasound scan vagina - uterus and adnexa in anteflexion with hysterometry of 79x47 mm and inhomogeneous endometrium of 8 mm. Normal size and shape. No adnexal pathology or free fluid is visualized. In (B)(6) 2013 - ultrasound scan: regular uterus, normal ovaries, volume augmentation, endometrium looks linear, but cavity was distended by 11 mm of material. The image was interpreted as placental polyp remains. Hysteroscopy - morphology: nonassessable due to presence of irregular formation which occupies from right to left uterine canto, that suggests (given the clinical context) retained deciduocorial products, lax consistency, except in some places where it is harder (possibly metaplasia). It resects and was send to pathological anatomy. The cavity was distorted ex-post. Essure insertion was differed by the physician. In (B)(6) 2013 - eco2d: without findings. Eco3d: regular uterine fundus was visualized in coronal section and 3d reconstruction, uterine cavity without clefts, both tubes in right position, without visualizing apparent malformations. Minimum hyperechogenic intramyometrial image in the uterine fundus with certain ascending trajectory that could be a result from a surgical complication of vtp, without confirmation. On (B)(6) 2014, during control appointment - normal insertion of essure at 25 mm. On abdominal x-ray, extra-uterine iud (mirena) was observed on the right flank/side, for which laparoscopy was recommended for extraction. In 2015, abdomen physical exploration: soft, depressible, painful at palpation on right iliac fosse. In (B)(6) 2015 - cytology: normal.. In (B)(6) 2015 during examination, with speculum, well epithelized cervix, healthy vagina appearance. Closed cervix, not painful to lateral movement, and no adnexal pathology was felt. Soft, depressible abdomen, painful to deep palpation in right iliac fosse, without signs of peritoneal irritation. Ultrasound scan: endometrium 8mm, econormal ovaries. At right adnexal level, two econegative images, one of 15 and other of 25mm, compatible with paraovary cysts. (B)(6). In (B)(6) 2015 - nmr (MRI) results were provided: essure devices normally inserted, without complication signs. Right paraovarian cysts, and no other remarkable findings. Unspecified dates after essure insertion, a lot of medical appointments due to disabling and strong abdominal pains. On (B)(6) 2016 pathological anatomy tests were performed, and left uterine tube of 5.8 cm of length and 7 mm in diameter was received in formaldehyde, which showed a smooth and bright external brownish-violet surface. An irregular 8 x 6 x 3 mm fragment was also received inside the same container. Partial inclusion in 3 blocks. Uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds. Right uterine tube: a fragment of 5 cm of length and 6 mm in diameter, a fragment of fimbrias of 2 x 1.4 x 0.6 cm and a nodular formation of cystic aspect of 2.2 x 2 x 0.8 cm were received in formaldehyde. The uterine tube showed a smooth and bright external brownish-violet surface. When cutting, the nodular formation was cystic and of smooth internal surface. Partial inclusion in 4 blocks and uterine tube with minimal focal superficial epithelial erosion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2018: patient¿s information and laboratory tests were provided, update of essure indication was performed, and the event ¿mild chronic inflammation¿ was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe, disabling and strong abdominal pain since essure insertion, which did not allow her to have a normal life, impedes to have sexual intercourse, do exercise, and sleep on supine position') and salpingitis ('mild chronic inflammation in left tube / uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds') in a 37-year-old female patient who had essure (batch no. B04949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy on (B)(6) 2015, menstruation irregular (has never had normal menstrual periods since the abortion in (B)(6) 2013) in (B)(6) 2013, pregnancy with iud, termination of pregnancy - elective on (B)(6) 2013, endometrial disorder, multigravida (4 gestations), parity 3 (3 childbirths), pneumothorax, uterine dilation and curettage, pelvic pain and non-smoker. It was denied allergies, peripheral arteriopathy of thrombosis, arterial hypertension, diabetes, dyslipidemias and anticoagulation. No current treatment at the time of this report. Previously administered products included for an unreported indication: ovoplex, edelsin and cerazet. Concurrent conditions included sinus disorder. Concomitant products included levonorgestrel (mirena) since (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("persistent abdominal distension"). In 2015, the patient experienced menstruation irregular ("irregular menstrual periods") and polymenorrhagia ("hyper-polymenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstrual disorders / alteration of menstrual cycle"), post procedural discomfort ("discomfort associated to essure insertion"), adnexa uteri cyst ("right paraovarian cysts / right fallopian tube with two paraovarian cysts of 3 and 4 cm") and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (complete bilateral essure extraction and bilateral salpingectomy on (B)(6) 2016, without incidences). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain had resolved, the abdominal distension was resolving, the menstrual disorder had resolved with sequelae and the menstruation irregular, polymenorrhagia, post procedural discomfort, adnexa uteri cyst and salpingitis outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, menstrual disorder, menstruation irregular, polymenorrhagia and post procedural discomfort to be related to essure. The reporter commented: on (B)(6) 2013 endometrial assessment through echography. Appointment scheduled on 07-nov for essure insertion. Previously patient will take valium and ibuprofen. In (B)(6) 2013 - eco2d: without findings. Eco3d: regular uterine fundus was visualized in coronal section and 3d reconstruction, uterine cavity without clefts, both tubes in right position, without visualizing apparent malformations. Minimum hyperechogenic intramyometrial image in the uterine fundus with certain ascending trajectory that could be a result from a surgical complication of vtp, without confirmation. On (B)(6) 2013 bilateral insertion of essure without complications was performed. Right 5 rings in cavity, and left 2 rings in cavity. In 2015 use of oral contraceptives was proposed for menstrual cycle control (zoely 1/24h since the first day of the next menstrual period). The possibility of an attempt to remove essure using lps (laparoscopy) was explained to her, with hysterectomy risk and the possibility that, despite this, her symptomatology will not improve. Abdomen and pelvis mnr (interpreted as nuclear magnetic resonance) was requested. On (B)(6) 2016 patient required surgical procedure in order to remove essure, and as consequence of this intervention, patient suffered a bilateral salpingectomy after which all serious symptomatology disappeared. She was recommended to wash surgical wounds with soap and water and to schedule an appointment in gynecology to see evolution and results. On (B)(6) 2016 pathological anatomy tests were performed. Uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds. When cutting, the nodular formation was cystic and of smooth internal surface. On (B)(6) 2016 patient had medical appointment. She was in good general health, asymptomatic since essure removal, abdominal distension had decreased and she did not have abdominal diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: normal insertion of essure at 25 mm. On abdominal x-ray, extra-uterine iud (mirena) was observed on the right flank/side, for which laparoscopy was recommended for extraction.. Hysteroscopy - in (B)(6) 2013: results: morphology nonassessable due to presence of irregu. Magnetic resonance imaging abdominal - on (B)(6) 2015: results: essure normally inserted without complication sign. Right paraovarian cysts, and no other remarkable findings.. Pathology test - on (B)(6) 2016: results: left uterine tube of 5.8cm of length and 7mm. Ultrasound scan - in (B)(6) 2013: regular uterus, normal ovaries, volume augmentation, endometrium looks linear, but cavity was distended by 11 mm of material. The image was interpreted as placental polyp remains. Hysteroscopy - morphology: nonassessable due to presence of irregular formation which occupies from right to left uterine canto, that suggests (given the clinical context) retained deciduocorial products, lax consistency, except in some places where it is harder (possibly metaplasia). It resects and was send to pathological anatomy. The cavity was distorted ex-post. Essure insertion was differed by the physician.; in (B)(6) 2015: endometrium 8mm, econormal ovaries. At right adnexal level, two econegative images, one of 15 and other of 25mm, compatible with paraovary cysts. Douglas free.. Ultrasound scan vagina - on an unknown date: uterus and adnexa in anteflexion with hysterometry of 79x47 mm and inhomogeneous endometrium of 8 mm. Normal size and shape. No adnexal pathology or free fluid is visualized.. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-apr-2021: essure lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe, disabling and strong abdominal pain since essure insertion, which did not allow her to have a normal life, impedes to have sexual intercourse, do exercise, and sleep on supine position') and salpingitis ('mild chronic inflammation in left tube / uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds') in a 37-year-old female patient who had essure (batch no. B04949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy on (B)(6)2015, menstruation irregular (has never had normal menstrual periods since the abortion in (B)(6)2013) in (B)(6)2013, pregnancy with iud, termination of pregnancy - elective on (B)(6)2013, endometrial disorder, multigravida (4 gestations), parity 3 (3 childbirths), pneumothorax, uterine dilation and curettage, pelvic pain and non-smoker. It was denied allergies, peripheral arteriopathy of thrombosis, arterial hypertension, diabetes, dyslipidemias and anticoagulation. No current treatment at the time of this report. Previously administered products included for an unreported indication: ovoplex, edelsin and cerazet. Concurrent conditions included sinus disorder. Concomitant products included levonorgestrel (mirena) since (B)(6)2011. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("persistent abdominal distension"). In 2015, the patient experienced menstruation irregular ("irregular menstrual periods") and polymenorrhagia ("hyper-polymenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstrual disorders / alteration of menstrual cycle"), post procedural discomfort ("discomfort associated to essure insertion"), adnexa uteri cyst ("right paraovarian cysts / right fallopian tube with two paraovarian cysts of 3 and 4 cm") and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (complete bilateral essure extraction and bilateral salpingectomy on (B)(6)2016, without incidences). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain had resolved, the abdominal distension was resolving, the menstrual disorder had resolved with sequelae and the menstruation irregular, polymenorrhagia, post procedural discomfort, adnexa uteri cyst and salpingitis outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, menstrual disorder, menstruation irregular, polymenorrhagia and post procedural discomfort to be related to essure. The reporter commented: on (B)(6)2013 endometrial assessment through echography. Appointment scheduled on (B)(6) for essure insertion. Previously patient will take valium and ibuprofen. In (B)(6)2013 - eco2d: without findings. Eco3d: regular uterine fundus was visualized in coronal section and 3d reconstruction, uterine cavity without clefts, both tubes in right position, without visualizing apparent malformations. Minimum hyperechogenic intramyometrial image in the uterine fundus with certain ascending trajectory that could be a result from a surgical complication of vtp, without confirmation. On (B)(6)2013 bilateral insertion of essure without complications was performed. Right 5 rings in cavity, and left 2 rings in cavity. In 2015 use of oral contraceptives was proposed for menstrual cycle control (zoely 1/24h since the first day of the next menstrual period). The possibility of an attempt to remove essure using lps (laparoscopy) was explained to her, with hysterectomy risk and the possibility that, despite this, her symptomatology will not improve. Abdomen and pelvis mnr (interpreted as nuclear magnetic resonance) was requested. On (B)(6)2016 patient required surgical procedure in order to remove essure, and as consequence of this intervention, patient suffered a bilateral salpingectomy after which all serious symptomatology disappeared. She was recommended to wash surgical wounds with soap and water and to schedule an appointment in gynecology to see evolution and results. On (B)(6)2016 pathological anatomy tests were performed. Uterine tube with minimal focal superficial epithelial erosion, mild chronic inflammation and mitigation of focal folds. When cutting, the nodular formation was cystic and of smooth internal surface. On (B)(6)2016 patient had medical appointment. She was in good general health, asymptomatic since essure removal, abdominal distension had decreased and she did not have abdominal diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2014: normal insertion of essure at 25 mm. On abdominal x-ray, extra-uterine iud (mirena) was observed on the right flank/side, for which laparoscopy was recommended for extraction.. Hysteroscopy - in (B)(6) 2013: results: morphology nonassessable due to presence of irregu. Magnetic resonance imaging abdominal - on (B)(6)2015: results: essure normally inserted without complication sign. Right paraovarian cysts, and no other remarkable findings.. Pathology test - on (B)(6)2016: results: left uterine tube of 5.8cm of length and 7mm. Ultrasound scan - in (B)(6)2013: regular uterus, normal ovaries, volume augmentation, endometrium looks linear, but cavity was distended by 11 mm of material. The image was interpreted as placental polyp remains. Hysteroscopy - morphology: nonassessable due to presence of irregular formation which occupies from right to left uterine canto, that suggests (given the clinical context) retained deciduocorial products, lax consistency, except in some places where it is harder (possibly metaplasia). It resects and was send to pathological anatomy. The cavity was distorted ex-post. Essure insertion was differed by the physician.; in (B)(6) 2015: endometrium 8mm, econormal ovaries. At right adnexal level, two econegative images, one of 15 and other of 25mm, compatible with paraovary cysts. Douglas free.. Ultrasound scan vagina - on an unknown date: uterus and adnexa in anteflexion with hysterometry of 79x47 mm and inhomogeneous endometrium of 8 mm. Normal size and shape. No adnexal pathology or free fluid is visualized.. Lot number: b04949 manufacturing date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("disabling and strong abdominal pain which did not allow her to have a normal life") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure insertion, patient had a pregnancy with an unspecified iud, which had to be removed after it was observed on right side. Previously administered products included unspecified iud with an associated reaction of pregnancy with contraceptive device (iud was found on right side, reason for removal). On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and clinically significant/intervention required), abdominal distension ("persistent abdominal distension") and menstrual disorder ("menstrual disorders"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, abdominal distension and menstrual disorder had resolved with sequelae. The reporter considered abdominal pain, abdominal distension and menstrual disorder to be related to essure. The reporter commented: on (B)(6) 2016 patient required surgical procedure in order to remove essure, as consequence of this intervention, patient suffered a bilateral salpingectomy after which all serious symptomatology disappeared. Diagnostic results: unspecified dates after essure insertion, a lot of medical appointments due to disabling and strong abdominal pains. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 984 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced disabling and strong abdominal pain which did not allow her to have a normal life, whereupon she underwent essure removal with bilateral salpingectomy approximately 2 years after insertion. Abdominal pain, serious due to medical significance and disability, is anticipated in the reference safety information of essure. This report provided limited information, however, as the abdominal pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.